Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) study that a subject experienced cardiogenic shock. Loqi reports: patient admitted on venoarterial extracorporeal membrane due to cardiogenic shock complicated by a st-segment elevation myocardial infarction and underwent right gastric artery revascularization which was complicated by complete heart block. The patient had lmpella placement for cardiac support. Hospital stay was complicated by subarachnoid hemorrhage, spinal ischemia, pneumonia, and chronic respiratory failure. Ultimately, the patient deteriorated, and the family opted to proceed with hospice care. The patient expired.